Event description:
It was reported that during an unk procedure, the device was making a hissing noise. The device produced an excessive amount of smoke when used. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Due to this condition, noise issues may occur when having metal to metal contact. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address the issue. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.